Event description:
It was reported that the patient had inappropriate shocks. The patient has a left ventricular assist device. The patient was just sitting at the time of the shocks. The device is currently programmed off. Technical services advised some programming options for a patient with a left ventricular assist device. There were no additional adverse patient effects. The system remains implanted.